Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred and that the wake button was unresponsive then the pump shutdown. Additionally, it was reported that the customer received a button alarm. Tandem technical support educated the customer to keep items from pressing on the button to prevent this alarm from occurring. However, customer stated that nothing was pressing on the button. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 149 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged unknown malfunction issue could not be verified; however, a different issue was identified. Additionally, the alleged quick bolus button issue was verified.